Manufacturer narrative:
Findings: unable to perform operating currents, self test, basic occlusion, occlusion and excessive no delivery test due to blank display. Unit received with blank display due to broken solder joint b1 I/b. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump needs a complete functional analysis. The blood glucose level was not included in the report. Nothing further was reported.